Manufacturer narrative:
The field service engineer determined that kcl was crystallized around the reference electrode. The entire module was cleaned and the ise sipper nozzle was straightened. Activator was run through the electrodes. Ise checks were good and calibrations passed.

Event description:
The initial reporter stated changed the ise electrodes on the cobas 6000 c (501) module since they were due to be changed. Calibration and controls were run and these were successful. The customer then started running patient samples and noticed low recovery for ise indirect na for gen.2. The customer provided data for one patient sample with discrepant na results. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 94 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 135 mmol/l. The repeat value was deemed correct. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6)2022 was ok and there were no alarms. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. Upon review of the alarm trace, an abnormal aspiration error was observed. This is an indicator of possible poor sample quality. The investigation determined the service actions resolved the issue.